Manufacturer narrative:
(B)(4). Investigation: a trima accel set was returned for investigation. Upon visual inspection of the set it was noted that the centrifuge clamp was on the inlet line instead of the rbc line. Dried blood was noted at the back of the cassette. The centrifuge pressure sensor had burst near the center of the diaphragm. Root cause: the root cause of this defect is a misassembly where the operator has applied a centrifuge clamp to the wrong line during manufacturing. Misplacement of the centrifuge clamp on the inlet line can result in a 'centrifuge pressure high' alarm, therefore there is no automated addition of storage solution. If the clamp on the inlet line remains closed during set unloading this can result in excess pressure generated inside the cassette. Corrective/preventive action: a retraining of the relevant operators in relation to this failure has been carried out.

Event description:
The customer reported that there was a cassette leak after a "centrifuge high pressure" alarm. Patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local regulatory authority.